Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and there was tissue on the helix. (B)(4) the full lead was returned, analyzed, and no anomalies were found. It was also noted that there was blood in/on the helix mechanism and there was tissue on the helix.

Event description:
It was reported that two attempted ventricular leads could not be placed in a good position and adequate thresholds could not be obtained. A different lead was used to complete the procedure. No patient complications have been reported as a result of this event.